Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the knife blade came off its track and was reported as being exposed. The surgeon opened another device to complete the procedure with no further difficulties. There was no pt injury. The site contact was not able to provide additional info regarding the incident.